Event description:
Ge engineering discovered that there is a very low probability that a condition exists that could cause serious injury to an individual servicing an openspeed magnet. High voltage could be present on the ramp leads during a switch quench if a failure of the steering diode assembly occurred. If a service engineer is not wearing personal protective equipment and is also contacting the pressure vessel at the same time they are installing ramp probes, they would receive a severe shock. There is no record of openspeed magnets in the field having a switch quench. The co's documentation calls for usage of ppe during service procedures. The operator and pt are not at risk for injury. A warning label addressing this hazard is being put into place on all openspeed magnets.